Event description:
It was reported that during a total gastrectomy procedure, smoke reeked up more and the device burned more than usual soon. The surgeon felt that the blade temperature appeared to be higher and the tissue pad was damaged. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.